Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that the leak check was performed prior to use with no leakage confirmed. After 3 days of use, pilot balloon would not inflate during the routine cuff check. No adverse health outcome resulted from this event.